Event description:
It was reported the programmer has a broken screen. When it is powered on, the screen is black. No patient complications were reported as a result of this event.

Event description:
It was reported that when the programmer is powered on the screen is black. The programmer is being returned for repair. No patient was impacted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display overlay was broken, the programmer powers up with a blank display, the power supply was corroded and the liquid crystal display (lcd) was missing a screw. (B)(4): analysis found that the cable tested out of specification, electrically.